Event description:
The patient contacted animas on (B)(6) 2012 alleging a few months ago the buttons became hard to press. She claimed that over the past few weeks the buttons have gotten even harder to press. The patient mentioned that the up and down arrow buttons she is having main issue with. She claims the ok button is now starting to have the same issue with responding when pressed down. After the alleged issue with buttons, she started to notice a rip on her keypad by the ok button. Patient denied any moisture got in the pump and denied any misuse of the product. The patient denied any serious injury due to the alleged issue. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim and faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.